Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with an implantable cardiac monitor that was undersensing. The undersensing looked like it was caused by poor contact between the device and the skin. The device will continue to be monitored.

Event description:
New information received on (B)(4) 2019, indicates that more false pause episodes were seen. The patient was asymptomatic and was to continue with regular follow-up.